Manufacturer narrative:
(B)(4).

Event description:
Information received from the (B)(6) clinical study.treatment of a left ica (internal carotid artery) petrous segment aneurysm measuring 16.45mm x 4.86mm. During pipeline deployment, it was reported that the pipeline did not fully open at the proximal segment and balloon angioplasty was performed to achieve full wall apposition. It was reported that the patient had a non-serious asymptomatic cerebral infarction.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient.(B)(4).